Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. During functional evaluation, the handle tested satisfactorily. Visual evaluation of the product found open traces on the bldc board, which were confirmed by the presence of motor failure codes in the device memory. The bldc board has been identified to be susceptible to damage due to heat stress at the solder station. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a roux-en-y, the handle was being prepared for use. When the battery pack was inserted into the handle, both sides of status indicators illuminated blue and the handle indicator was flashing green; the device made a sound to stop the self check in the middle. Reinserting the battery pack several times to restart it; nothing improved. No patient harm.